Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's mg/dl range due to an unknown reason. Bg level was addressed by consuming carbohydrates. Recommendation was made to consult with their health care provider to discuss diabetes management.